Manufacturer narrative:
(B)(4) results: (gi bleed).

Event description:
One endeavor sprint rx drug-eluting stent was implanted to the prox rca during the index procedure. Post-procedure residual stenosis was 0% with timi 3 flow. Patient was discharged 3 days after the index procedure on aspirin and clopidogrel dosing. Patient was asymptomatic at 30 day, 6 month and 1 year follow-ups. Approximately 14 months after the index procedure, it is reported that the patient was hospitalized with a spontaneous gi bleed. Patient received a transfusion of 5 units of prbc. In the investigators opinion the event was not life threatening, was related to the study stent and was not related to the study procedure. Patient was asymptomatic at 1.5 year follow-up and had cardiac status of stable angina at 2 year follow up.